Manufacturer narrative:
There have been no reports of adverse events resulting from this issue. Corrective action and impact on distributed product is currently being evaluated.

Event description:
It was reported that images produced from the s8-3t tee probe were non diagnostic which could lead to compromised patient care.